Event description:
Nurse of the hospital reported via our sales rep, that she stated during the preparation works that the connector clip inserter is broken. Another device was available to continue the work.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.